Manufacturer narrative:
H3:product analysis confirmed that the ground and stimulation electrodes did not appear to be used. There was no damage to the packaging to indicate a cause. Electrically, the resistance of the tube electrodes from end to end shall be less than 200 ohms and the actual measurements were; red 9 ohms, red [w/white band] open circuit, blue 27 ohms, and blue [w/white band] 21 ohms. There were no shorts between circuits however the red w / white band electrode circuit is out of specification which would have resulted in the reported event. The red electrode wire insulation was stripped just proximal to the clamp shell to isolate the location of the out of specification condition. There was 1.5 ohms from the plug to the stripped wire and continuity from one end of the electrode contact to the other. There was no reading between the stripped wire and the electrode contact which isolated the issue to the connection in the clamp shell or the printed silver trace under the insulative coating. When viewed under magnification, there were cracks and scratches in the silver trace underneath the insulative coating between the electrode contact and the grey clamp shell. The anomalies in the silver trace was along the entire length from the contacts to the clamp shell. The configuration and extent of the cracks and voids is not consistent with misuse or mishandling. The silver trace in question was darker in color when compared to the other 3 which may be related to the observed issue however this was not confirmed. H11 add: this report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR rep orting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A health care provider (hcp) reported via distributor that when the doctor inserted the endotracheal tube into the patient, for thyr oidectomy he found that nim would start barking. The doctor considered that there might be a problem with the electrode part of the endotracheal tube. Finally, the doctor decided to change a new endotracheal tube, and the problem was resolved. There was a 15 minutes delay from the procedure. There was no patient impact.barking refers to the noise of the device.

Manufacturer narrative:
D4 correction: UDI number updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.